Event description:
It was reported that prior to the implant of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification. After the implant procedure, the patient became hypotensive. A central line was attempted, and vasopressor medication was administered. The patient was intubated and hemoptysis occurred. Subsequently, pulmonary hemorrhage was observed in the right lung. A transthoracic echocardiogram (tte) was performed that showed a normal ejection fraction, and an electrocardiogram (ECG) was performed which showed normal results. Due to prolonged hypoxemia, bradycardia and pulseless electrical activity (pea) occurred; therefore, cardiopulmonary resuscitation (CPR) was initiated. Subsequently, the patient died. The cause of death was due to prolonged hypoxemia, bradycardia, and pea.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the anesthesia medication caused the hypotension.